Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer was unable to pair to the mobile programmer application was confirmed. Evidence of repeated failed connections at launch of the mobile programmer patient connector and base was noted on analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer was unable to pair to the mobile programmer application. It was noted that the mobile pro grammer could be found in devices under bluetooth settings of the host tablet but not within the mobile programmer application. Troubleshooting steps were taken to include restarting the host tablet twice which resolved the issue. It was noted on analysis that there were failed connections at launch of the mobile programmer patient connector and base. The mobile programmer remains in use. There was no patient involvement.